Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent alarms while connected to the mobile power unit (mpu) was not confirmed as the issue was not reproduced during testing of the returned mpu (serial number: (B)(4)). No log files were submitted for review. The returned mpu was evaluated by service depot under work order (B)(4). The mpu was connected to a mock circulatory loop and allowed to run for several days with no atypical alarms produced. Visual inspection of the mpu patient cable revealed damage to the threads on the power cable connectors. The patient cable was replaced and forwarded to product performance engineering (ppe) for further analysis. A full functional checkout was then performed and the unit passed all tests without issue. Ppe evaluation of the returned mpu patient cable confirmed damage to the threads on the connectors. The patient cable was installed into test mpu and tested with a test system controller and mock circulatory loop with no atypical alarms active, including when the patient cable was manipulated by hand. The system controller power cables were able to be fully threaded to the mpu patient cable despite the observed damage; however, increased force was required when compared to a test mpu patient cable. The damaged threads would not result in the reported intermittent alarms. The integrity of the internal wires of the mpu patient cable was tested and the cable passed without issue. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Subsection ¿guidelines for power cable connectors¿ explains how to properly connect and disconnect the system controller power cable connectors to the mpu connectors. Heartmate iii patient handbook under section 10 ¿safety checklists¿ provides the user with checklists to perform routine maintenance of all equipment, including the mpu. This section informs the user to inspect the mpu patient cable for damage or wear. This section states ¿do not use the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from your hospital contact, if needed.¿ heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the mobile power unit (mpu) intermittently alarms. Changing power sources and exchanging batteries has no apparent effect. The patient is asymptomatic. The patient is doing very well and showing signs of left ventricle recovery. The patient was issued a new mpu. Patient reported no ventricular assist device alarms. A manufacturer's investigation of the mpu found damaged threads on the mpu power cable connectors.